Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed droplets of liquid inside the bag that contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) had leakage from the blue wing screw hub on the end of the line. This issue was discovered during set-up or preparation. The device was filled with fluorouracil 3950mg and sodium chloride 0.9% in 115ml total volume. There was no patient involvement. No additional information is available.